Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2014: the inferior vena cava (ivc) diameter at the intended filter location was 16.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3189397) was deployed at the intended location in the (B)(6) site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site reported tilt per venogram was >=16 degrees. On (B)(6) 2014: site report of tilt per post-procedure x-ray was 6-<11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 17.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 16.1 degrees. On (B)(6) 2014: analysis of the x-ray for the angle of filter tilt in the ap view was 1.5 degrees and 9.5 degrees in the lat view. Patient outcome: on (B)(6) 2014 (28 days post-procedure), the patient died of multi-organ failure. No autopsy was performed. The cause of death was determined from in-hospital evaluation at demise, related to primary disease progression. The death was adjudicated per the cec as not related, to a pre-existing condition.

Manufacturer narrative:
(B)(4) model/lot #) igtcfs-65-1-fem-celect-pt (B)(4). Summary of investigational findings: image review confirms filter tilt although it is found insignificant. Image review finds that ivc has an s-shaped curvature, which the delivery system mirrors leading to filter tilt after deployment. The root cause is thus found to be patient anatomy. It is speculated that the filter tilt could have been avoided if the filter was deployed slightly more cranially or possibly via the jugular approach. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature, and it may happen during placement or during implanting period. Manipulation in the area of filter placement can contribute to changes to the filter configuration and placement as well. Mild tenting is also observed in the present case, but without evidence of filter penetrating the caval wall. Patient death is reported, and it is noted that patient death is determined from in-hospital evaluation to be related to progression of the pre-existing primary disease. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2014: the inferior vena cava (ivc) diameter at the intended filter location was 16.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3189397) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site reported tilt per venogram was >=16 degrees. On (B)(6) 2014: site report of tilt per post-procedure x-ray was 6-<11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 17.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 16.1 degrees. On (B)(6) 2014: analysis of the x-ray for the angle of filter tilt in the ap view was 1.5 degrees and 9.5 degrees in the lat view. Patient outcome: on (B)(6) 2014 (28 days post-procedure), the patient died of multi-organ failure. No autopsy was performed. The cause of death was determined from in-hospital evaluation at demise, related to primary disease progression. The death was adjudicated per the cec as not related, to a pre-existing condition.